Manufacturer narrative:
(B)(4). Evaluation codes: conclusions - no conclusion code could be chosen. The complaint was confirmed, but the root cause is unknown. Upon receipt the circuit was visually inspected for apparent damage, abuse/misuse. The damage reported as melted has been confirmed. The damage is located approximately middle way of the circuit limb and runs about 6-7 inches in length. The circuit limb is melted and actually encapsulates the heated wire in some places. From a visual inspection the heated wires have been routed correctly in the tube and supported (tied off) correctly on each end. There is no visual evidence of the heated wires being burned or charred, and there is no visual evidence of the heated wires being "bunched" or "gathered" anywhere along the circuit limb. The heated wire electrical resistance was measured to ensure the wire was not generating an excessive amount of heat due to an unsafe electrical condition. The value measured 13.7 ohms dc. The acceptable range is: 12.80 - 14.30 ohms. A device history record review could not be conducted since the lot number was not provided. Other remarks: there is no record as to whether or not the circuit was covered with bed linen, or if the circuit was tucked up against the patient. There are no records regarding the settings on the neptune. The complaint is confirmed, but the root cause cannot be established with the current, limited amount of detailed information. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the circuit melted. No additional information regarding details of the incident. No patient harm reported.